Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: a review of the pump¿s black box revealed a cs 088 alarm. The returned battery cap was undamaged and able to fit to maintain electrical connection. There was moisture corrosion observed in the battery canister and a leak test failed due to a battery compartment leak. The battery compartment was found to be cracked below the grip pad. The pump was exercised for 24 hours and a cs 088 alarm occurred. The original complaint was duplicated during investigation. The pump¿s cover was removed and there was further moisture corrosion found on internal components. (B)(4).